Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to scheduled upgrade procedure, the right ventricular lead exhibited high thresholds. The lead was capped and replaced successfully on (B)(6) 2016, during upgrade procedure. No additional information was available.